Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.